Event description:
Information was received from a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that while on call pairing their new communicator, the patient stated that it had been about a week since they've had difficulties with their communicator and haven't had all their boluses, they normally do because of that. The patient also stated it's always slow and they didn't know why. The patient also mentioned they missed the (B)(4) personal therapy manager (ptm). While connecting, the patient read 'myptm is not responding,' and the patient stated that every time they've had to press wait and then after that it usually came on but it always takes a long time to get from 90 to 100%. The agent tried having the patient press 'close' but patient stated it would close the app and they had already tried that before, and then stated they would put the communicator down and come back and it would say bolus delivered. The patient then stated that it could take 5 minutes for the bolus to say it had started. The patient stated they were sitting with their brace off when connecting to the pump. The patient was able to finish connecting and bolus after the patient stood up. The patient stated that laying down was horrible but did not clarify if they meant it was horrible pain wise when laying down or if it takes longer to connect when laying down. The agent reviewed closing myptm app after use and redirected to healthcare provider. (B)(6)2024 (B)(6) (hcp): see (B)(4) (flip/revision/(B)(6) 2024), (B)(4) (prior comm replaced) for omitted I information. Additional information was received from a healthcare provider (hcp) who reported that since the patient had the pump, they had difficulty communicating successfully with the handset and pump. It would show 90% and then sit for 30 minutes until it successfully completed. Per the hcp, the patient recently had a flipped pump and had a revision a week ago but even since the revision, they were having issues communicating. A replacement communicator was requested from the repair department because the patient was still having issues since the recent revision. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.